Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up, ablation was completed as planned. The patient was not endangered and has 100% eyesight. The incident could be repeated. The reason was that the pedal was not pushed enough.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the laser stopped during a refractive procedure on a patient's eye. An error message appeared on the monitor indicating secondary energy was too low. The physician deactivated the error message and continued the surgery. The procedure was finished successfully. There was no impact to the patient reported. Upon follow up, customer performed an energy check before and after the device was started with a gas exchange.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Log file review shows that all started treatments were completed to 100% with one interruption (like in report described) but all laser system functions were within specifications at this day. The system history shows that the laser was verified successfully prior to and after the date of treatment. Logfiles could confirm the reported error but do not indicate the root cause. The treatment was the pre last of the day. Between the concerned treatment and the treatment performed before the laser was not operated for more than 1 hour. The root cause could not be identified conclusively. No technical error can be identified. A possible root cause might be the standby of one hour before the treatment was started. The manufacturer internal reference number is: (B)(4).